Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station stuck on the bios password screen. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on basic input output system (bios) password screen. A field service engineer (fse) replaced solid state drive (ssd) bracket with a revised version and replaced all in one (aio) docking board due to identified physical damage to the ssd data or power connector, but issue persisted. The fse then replaced the ssd, full reimage and database synchronization were performed. Remote support service (rss) and network time protocol (ntp) were configured, and the reimage was successfully completed to resolve the issue. The system functioned as intended after the field service engineer repaired the device.